Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain") and device dislocation ("migration of essure ovary") in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal on the left". Medical conditions: essure permanent birth control system ess205 right side: 2 coils remaining left side: 8 coils remaining (discrepancy noted) essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. Concurrent conditions included obesity and grand multiparity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 5 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural complication ("insertion injury"). The patient was treated with surgery (on 03-nov-2010 removal of the essure). At the time of the report, the pelvic pain, device dislocation and procedural complication outcome was unknown. The reporter considered device dislocation, pelvic pain and procedural complication to be related to essure. The reporter commented: on the righthand side there were 3 visible coils and on the lefthand side there were 7 visible coils. Plaintiff attempted to have part of her essure device removed, but was unable to do so as the removal resulted in failure. She underwent a laparoscopic bilateral tubal ligation on 03-nov-2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Laparoscopic surgery - on an unknown date: ovaries were normal she underwent essure confirmation test concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pain. Lot number: 12401848 man date: 2009-05 exp date: 2012-04 lot number: 20227510 man date: 2009-12 exp date: 2012-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure ovary") and pelvic pain ("physical pain/ pelvic pain") in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device difficult to use "failed removal on the left". Medical conditions: essure permanent birth control system ess205 right side: 2 coils remaining left side: 8 coils remaining (discrepancy noted) essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. Concurrent conditions included obesity and grand multiparity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 5 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced procedural complication ("insertion injury"). The patient was treated with surgery (removal of the essure), surgery (removal of the essure) and surgery (on (B)(6)2010 removal of the essure). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, procedural complication, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: on the righthand side there were 3 visible coils and on the lefthand side there were 7 visible coils. Plaintiff attempted to have part of her essure device removed, but was unable to do so as the removal resulted in failure. She underwent a laparoscopic bilateral tubal ligation on (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Laparoscopic surgery - on an unknown date: ovaries were normal she underwent essure confirmation test concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), perforation (fallopian tube(s) and essure confirmation test : no. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure ovary") and pelvic pain ("physical pain/ pelvic pain") in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device difficult to use "failed removal on the left". Medical conditions: essure permanent birth control system ess205 right side: 2 coils remaining left side: 8 coils remaining (discrepancy noted) essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. Concurrent conditions included obesity and grand multiparity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 5 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced procedural complication ("insertion injury"). The patient was treated with surgery (removal of the essure), surgery (removal of the essure) and surgery (on (B)(6) 2010 removal of the essure). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, procedural complication, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: on the righthand side there were 3 visible coils and on the lefthand side there were 7 visible coils. Plaintiff attempted to have part of her essure device removed, but was unable to do so as the removal resulted in failure. She underwent a laparoscopic bilateral tubal ligation on (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Laparoscopic surgery on an unknown date: ovaries were normal she underwent essure confirmation test. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pain. Lot number: 12401848, man date: 2009-05 exp date: 2012-04. Lot number: 20227510, man date: 2009-12 exp date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('migration of essure ovary') and pelvic pain ('physical pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Medical conditions: essure permanent birth control system ess205 right side: 2 coils remaining left side: 8 coils remaining (discrepancy noted) essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. *she underwent essure confirmation test. Concurrent conditions included obesity and grand multiparity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced complication of device removal ("failed removal on the left") and procedural complication ("insertion injury"). The patient was treated with surgery (on (B)(6) 2010 removal of the essure, tubal ligation and removal of the essure, tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, complication of device removal, procedural complication, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and vaginal hemorrhage had resolved. The reporter considered anxiety, complication of device removal, depression, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, procedural complication and vaginal hemorrhage to be related to essure. The reporter commented: on the righthand side there were 3 visible coils and on the lefthand side there were 7 visible coils. Plaintiff attempted to have part of her essure device removed, but was unable to do so as the removal resulted in failure. She underwent a laparoscopic bilateral tubal ligation on (B)(6) 2010 received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Laparoscopic surgery - on an unknown date: results: ovaries were normal. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('migration of essure ovary') and pelvic pain ('physical pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Medical conditions: essure permanent birth control system ess205 right side: 2 coils remaining left side: 8 coils remaining (discrepancy noted) essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. *she underwent essure confirmation test. Concurrent conditions included obesity and grand multiparity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced complication of device removal ("failed removal on the left") and procedural complication ("insertion injury"). The patient was treated with surgery (on (B)(6) 2010 removal of the essure and removal of the essure). Essure was removed on (B)(6) 2010. At the time of the rep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding was updated to recovered. Tubal ligation added in non drug treatment notes for serious events. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2010 removal of the essure). Essure was removed on (B)(6) 2010. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had physical pain (seen as pain nos). Essure was removed about six months later. Uncharacterized pain is anticipated in essure's reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required and in a conservative approach, a causal relationship between the event and essure can formally not be excluded. This case was regarded as incident as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/ pelvic pain") and device dislocation ("migration of essure ovary") in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal on the left". Medical conditions: essure permanent birth control system ess205 right side: 2 coils remaining left side: 8 coils remaining (discrepancy noted) essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. Concurrent conditions included obesity and grand multiparity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 5 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural complication ("insertion injury"). The patient was treated with surgery (on (B)(6) 2010 removal of the essure) and surgery (laparoscopic bilateral tubal ligation on (B)(6) 2010). At the time of the report, the pain, device dislocation and procedural complication outcome was unknown. The reporter considered device dislocation, pain and procedural complication to be related to essure. The reporter commented: on the righthand side there were 3 visible coils and on the lefthand side there were 7 visible coils. Plaintiff attempted to have part of her essure device removed, but was unable to do so as the removal resulted in failure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Laparoscopic surgery - on an unknown date: ovaries were normal she underwent essure confirmation test. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pain. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records was received. Lot number, concurrent conditions were added. Events added from pfs- migration of essure device - location of device: ovary, failed removal attempt and insertion injury. Event pain was updated as pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain") in a female patient who received essure for contraception. On (B)(6) 2010, the patient started essure. In 2010, the patient experienced pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (on (B)(6) 2010 removal of the essure). Essure was withdrawn. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had physical pain (seen as pain nos). Essure was removed about six months later. Uncharacterized pain is anticipated in essure's reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required and in a conservative approach, a causal relationship between the event and essure can formally not be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('migration of essure ovary') and pelvic pain ('physical pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Medical conditions: essure permanent birth control system ess205 right side: 2 coils remaining left side: 8 coils remaining (discrepancy noted) essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. *she underwent essure confirmation test. Concurrent conditions included obesity and grand multiparity. Concomitant products included paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced complication of device removal ("failed removal on the left") and procedural complication ("insertion injury"). The patient was treated with surgery (on (B)(6)2010 removal of the essure and removal of the essure). Essure was removed on (B)(6)2010. At the time of the report, the fallopian tube perforation, device dislocation, complication of device removal, procedural complication, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, complication of device removal, depression, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: on the righthand side there were 3 visible coils and on the lefthand side there were 7 visible coils. Plaintiff attempted to have part of her essure device removed, but was unable to do so as the removal resulted in failure. She underwent a laparoscopic bilateral tubal ligation on (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Laparoscopic surgery - on an unknown date: results: ovaries were normal. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('migration of essure ovary') and pelvic pain ('physical pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Medical conditions: essure permanent birth control system ess205 right side: 2 coils remaining left side: 8 coils remaining (discrepancy noted) essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. *she underwent essure confirmation test. Concurrent conditions included obesity and grand multiparity. Concomitant products included paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced complication of device removal ("failed removal on the left") and procedural complication ("insertion injury"). The patient was treated with surgery (on (B)(6)2010 removal of the essure and removal of the essure). Essure was removed on (B)(6)2010. At the time of the rep quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: pfs received: event added: depression, mental anguish. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('migration of essure ovary') and pelvic pain ('physical pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 12401848, 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Medical conditions: essure permanent birth control system ess205 right side: 2 coils. Remaining left side: 8 coils remaining (discrepancy noted). Essure tubal occlusion. Right side 3 coils remaining. Left side 7 coils remaining. 1st essure failed to fully deploy. *she underwent essure confirmation test. Concurrent conditions included obesity and grand multiparity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced complication of device removal ("failed removal on the left") and procedural complication ("insertion injury"). The patient was treated with surgery (on (B)(6) 2010 removal of the essure, tubal ligation and removal of the essure, tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, complication of device removal, procedural complication, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, complication of device removal, depression, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: on the righthand side there were 3 visible coils and on the lefthand side there were 7 visible coils. Plaintiff attempted to have part of her essure device removed, but was unable to do so as the removal resulted in failure. She underwent a laparoscopic bilateral tubal ligation on (B)(6) 2010. Received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Laparoscopic surgery - on an unknown date: results: ovaries were normal. Lot number:12401848, manufacturing date:2009/06, expiration date:2012/04. Lot number:20227510, manufacturing date:2009/12, expiration date:2012/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. On 2-jul-2020: pfs received: no new information added. Fu 11 and 12 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.